Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain, discomfort and infection with this inflatable penile prosthesis around reservoir, in lower abdomen, since (B)(6) 2021. Oral antibiotics were prescribed for three months and the symptoms significantly improved. The physician considered the replacement of the reservoir and the pump as the best option; the cylinders were not replaced. No additional patient complications were reported and the patient was expected to fully recover.